Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system that was explanted at a surgical intervention. The ra lead showed high pacing thresholds. As the patient was dependent, this lead was also explanted and a new system was implanted. No additional adverse patient effects were reported.